Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and a b30 error message was not displayed. A e216 error message was displayed due to a defective electrical boards. Also, evaluation found the instrument channel had leakage and the electrical connector was damaged by leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope displayed a b30 scope communication error message when preparing the device for use in a diagnostic procedure. There was no delay and the procedure was completed using a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error messages were displayed. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.